Manufacturer narrative:
This case is found duplicate of pr 4003304 as per investigator¿s confirmation. Thus please refer to emdr report(MFR report number: 3030677-2023-04628) for further details.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the device was unable to discharge while in use. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.